Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va27ne2, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the right lead was mangled but impedances were okay. The left lead looked okay but had impedances over 2000 ohms. The mangled lead was discovered during stage 2 of the implant procedure and saw it was between contact 0 and 1. The extension was connected with no issues. The physician noticed the left lead had slightly out of range impedances. Right lead 3389s-40 monopolar: case & 11 1670 ohms case & 10 1631 ohms case & 9 1733 ohms case & 8 1922 ohms bipolar: 11 & 8 3350 ohms 11 & 9 3008 ohms 11 & 10 2637 ohms 10 & 8 3199 ohms 10 & 9 2582 9 & 8 2801 ohms left: monopolar: case & 3 1928 ohms case & 2 1685 ohms case & 1 1744 ohms case & 0 2056 ohms (out of normal range) bipolar: 3 & 0 3803 ohms 3 & 1 3405 ohms 3 & 2 3118 ohms 2 & 0 3431 ohms 2 & 1 2911 ohms 1 & 0 3321 ohms the extension was disconnected and reconnected for troubleshooting. The issue did not resolve. Contact 0 was not going to be used for programming. No symptoms were reported.